Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Event description:
Healthcare professional additionally reported "hole, non-specific" against right device. Device has been explanted.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening, for the stress mark in the shell (shell thickness within spec) and missing shell assessment as inclusive. Additional observations: no other observation observed. No further actions are required as the device was implanted.